Event description:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: evaluation revealed that an intermittent condition to the pcb illustrated with an open trace. (B)(4).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: the black box review shows two ¿cs088¿ watchdog alarms on the reported event period. The pump powers on and displays verify screen. The pump was primed correctly, ¿cs088¿ alarm occurred during the 24 hour duration test with consistent buzzing sound. The pump¿s cover was removed; inspection shows an intermittent condition to the pcb illustrated with an open trace between the ¿u38-watchdog chip¿ and the¿ master microprocessor. (B)(4).